Event description:
The customer reported they get a red x and it won't will not tell them anything. They have to remove the battery and reset the system. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported they get a red x and it won't will not tell them anything. They have to remove the battery and reset the system. There was no reported pt involvement. Philips bench evaluated the device and confirmed the complaint. Reloading the software resolved the reported issue. The device passed all performance assurance tests and was sent back to the customer.